Event description:
It was reported that there was difficulty disengaging the leads from the device; the doctor could not release the setscrews. The device and the lead were extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis of the device revealed normal battery depletion. It was noted that the connector was damaged, the grommet was missing a part and there was a missing set screw part.